Event description:
I tried to remove a hemodialysis catheter placed at an outside hospital with the words "biobloc" on the hub. I assume this was a bard product since their company was referenced as using the material. On dissecting out the catheter cuff, I noted a dense sheet of fibrous tissue encasing the catheter with a powdery substance in the tract. I divided and dissected the tissue up as far as possible and even with significant tension was unable to free the catheter. A cut down on the jugular vein was performed and the catheter was adherent to the wall of the vessel extending into the svc. Under fluoroscopy, the heart would move with catheter tension. The patient was admitted and a cta/v performed to check for possible vessel damage -this was negative. The patient required placement of a new -femoral and suboptimal- dialysis access. Thoracic surgical consult agreed that te only way to remove the remainder of the catheter was via sternotomy - a major operation in a patient with esrd, poor cardiac function, and multiple medical comorbities. The risk of leaving the catheter involved seeding in case of a septic event -which this patient population is prone to- and central venous stenosis or occlusion. Patient had catheter in place for about 8 months.